Event description:
It was reported that when the devices were used during a laparoscopic assisted vaginal hysterectomy, the device would not release from tissue transected. The surgeon manually opened anvil to remove instrument from the tissue. The second device when fired made an audible "crunching" noise and the surgeon had difficulty removing the instrument from tissue. A third device was used with no reported problems to complete the case. There was no consequence to the patient.